Event description:
Torn catheter. Discovered during investigation of sample at manufacturer. Damage may have occurred at time of insertion. Per report in file (B)(4): wire was stuck in PICC and frayed while trying to remove from PICC.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.